Manufacturer narrative:
(B)(4).

Event description:
A consumer reported having significant problems with his legs for two (2) nights and the stimulator (ins) felt like it went from where it was normally set to the maximum level of stimulation. From his toes to hips, it felt like his legs were on fire. The consumer checked his ins with his patient programmer (pp) and the settings were still where they normally were. He tried turning down stimulation, but it did not seem to do much good until about the third or fourth night. He tried to turn stimulation off, but was in so much pain he was not sure if that even helped. The consumer noted he was on a cruise when this occurred and was doing much better now, but at the time he was in outrageous amount of pain. The consumer inquired if this occurred because he needed to have the ins replaced or if it was the patient programmer, as he was using an old programmer. The consumer reported he was unsure if he went through any metal detector or security checkpoint, but he did have a wand check before getting on the ship and indicated this occurred the first and second night on the ship. The consumer stated he had never had an issue like this before and could normally "set it and forget it." Troubleshooting indicated the consumer should see a health care professional and have the device checked. Additional information received from the consumer reported the circumstances as severe overstimulation that may have been caused by going through ship security, very painful, and steps taken to resolve were noted as "finally turned it off, then on" and no idea why the problem. Indication for use included spinal pain.